Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information, a catheter ch/fr 18 was inserted three times in the same patient, following prior verification of the balloon's permeability. The device was inflated using the pre-filled syringe provided in the kit but was found deflated in the patient's bed. A second catheter was inserted and deflated in the same way. Impact on patient/staff: wasted time, need to insert the catheter three times in the patient with associated risks.